Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. Transseptal puncture was completed and heparin was administered. A watchman access system (was) was positioned in the left atrium and then a pigtail catheter was used to advance the was into the laa. A 33mm watchman laa closure device & delivery system (wds) was advanced. While deploying the closure device, thrombus was observed on the posterior wall of the appendage. They finished deployment of the device and the thrombus appeared to be growing. They could not tell exactly where the thrombus was originating from. The patient's activated clotting time (act) was greater than 400sec. They gave a little bit more heparin, then they attempted to aspirate toward the wds. At that time, the physician noticed there was thrombus outside of the body that had been aspirated during the wet to wet connection. The closure device was fully recaptured outside the patient and thrombus was located on the anchor of the device. The was was then removed and inspection showed no thrombus observed on the was. The procedure was aborted. No further complications were reported. It was further reported that the patient did not have any issues post procedure and the plan is to reschedule the procedure.

Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. Transseptal puncture was completed and heparin was administered. A watchman access system (was) was positioned in the left atrium and then a pigtail catheter was used to advance the was into the laa. A 33mm watchman laa closure device & delivery system (wds) was advanced. While deploying the closure device, thrombus was observed on the posterior wall of the appendage. They finished deployment of the device and the thrombus appeared to be growing. They could not tell exactly where the thrombus was originating from. The patient's activated clotting time (act) was greater than 400sec. They gave a little bit more heparin, then they attempted to aspirate toward the wds. At that time, the physician noticed there was thrombus outside of the body that had been aspirated during the wet to wet connection. The closure device was fully recaptured outside the patient and thrombus was located on the anchor of the device. The was then removed and inspection showed no thrombus observed on the was. The procedure was aborted. No further complications were reported.